Manufacturer narrative:
No product has been returned for evaluation. Radiograph provided suggests the screw was properly placed and surgeons notes confirmed a visual confirmation the screw was appropriately secured. No problem could be identified so the root cause is unknown as tactile feel can vary with surgical technique. No additional investigation can be completed at this time. Labeling review: "warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Important: prior to locking bone screws into the plate, ensure that all bone screws are inserted (driven) 75% into bone prior to final tightening. Failure to do so may reduce the chance of properly locking the bone screw into the plate construct. Important: if fixed bone screws are being placed, drill or awl must be used in conjunction with the fixed guide."

Event description:
The surgeon had implanted 3 helix screws and he feels like spring didn¿t lock the screw. When the surgeon put the screw in he felt as though there was not any resist from spring. The surgeon commented that helix plate might have a weak spring. Radiographs and reports from the field confirmed the device coil appeared over more that 75% of the implanted screws and dts guides were not utilized during the procedure. The surgeon elected to not place a 4th screw. On (B)(6) 2021 we were informed that the surgeon had a accf case and planned on using a competitors plate and removing the previous implanted nuvasive plate.